Manufacturer narrative:
One device was returned for analysis of complaint that the downstream occlusion sensor (dso) seal was bubbling up, which is a non-reportable event. Investigation found the upstream occlusion (uso) seal was buckling, which indicates seal integrity is compromised and is a reportable malfunction. Review of event log found no event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the dso seal was bubbling and the uso seal was buckling. Replaced the dso and the uso. New uso seal would seal properly because of miss-level of uso sensor. Replaced uso sensor and seal. Device passed testing post repair.

Event description:
One device was returned for analysis of complaint that the downstream occlusion sensor (dso) seal was bubbling up, which is a non-reportable event. Investigation found the upstream occlusion (uso) seal was buckling, which indicates seal integrity is compromised and is a reportable malfunction. There was no patient involvement.